Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient line connection during drain 3 of 5 of their pd treatment. The patient reported receiving a draining slowly alarm during drain 3 of 5 of treatment after the leak was discovered. Fluid did not come in contact with the cycler. Per the patient contact, the fluid only fell from the patient's end. The cause of the leak is unknown. The patient cancelled treatment and was advised to follow up with their peritoneal dialysis nurse (pdrn)..upon follow up, the patient contact confirmed the reported fluid leak event occurred at the connection between the cycler set patient line and the pd catheter (not a fresenius product). The patient contact confirmed that the patient does not use an extension set at the patient line. The patient contact stated that the patient line came undone on its own even though they check the connection for tightness prior to each treatment. The patient contact stated that the patient did not require medical intervention as a result of the reported event, however, has recently developed swollen feet and high blood pressure. The patient contact stated that the patient's pd nurse recommended skipping the remainder of treatment until the next day. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient line connection during drain 3 of 5 of their pd treatment. The patient reported receiving a draining slowly alarm during drain 3 of 5 of treatment after the leak was discovered. Fluid did not come in contact with the cycler. Per the patient contact, the fluid only fell from the patient's end. The cause of the leak is unknown. The patient cancelled treatment and was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact confirmed the reported fluid leak event occurred at the connection between the cycler set patient line and the pd catheter (not a fresenius product). The patient contact confirmed that the patient does not use an extension set at the patient line. The patient contact stated that the patient line came undone on its own even though they check the connection for tightness prior to each treatment. The patient contact stated that the patient did not require medical intervention as a result of the reported event, however, has recently developed swollen feet and high blood pressure. The patient contact stated that the patient's pd nurse recommended skipping the remainder of treatment until the next day. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.